Manufacturer narrative:
The exact date of the event is unknown. The provided event date 01may2022 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the visualization was lost after irrigation. The irrigation pressure was set to low as suggested but unsuccessful. The procedure was not completed due to this event. The patient will be brought back for another procedure. There were no reported patient complications as a result of this event.